Event description:
It was reported that during an acl surgery, biorci screw broke. The broken pieces were retrieved with tweezers. A backup device was available to complete the procedure with no delay.

Manufacturer narrative:
B5: updated. H10, h3, h6: the reported 7x25mm biorci ha screw, used in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the screw broke during use. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not using the proper prep device prior to insertion of the screw. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during surgery, biorci screw broke. A backup device was available to complete the procedure with no delay.

Manufacturer narrative:
H10 h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that a fractured proximal piece of the device was returned. There was deformation along the fracture and some debris. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the polymer found that the storage requirements, material specifications, and material testing methods were appropriately documented. The complaint was confirmed. Factors that could have contributed to the reported event include off-axis insertion, excessive force or bending, or improper preparation of the insertion site. No containment or corrective actions are recommended at this time.